Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer accidentally dropped the pump several times and that keypad buttons were hard to use. No further details were given. Blood glucose level at the time of the incident was unknown. No harm requiring medical intervention was reported. The pump will not be returned for analysis.

Manufacturer narrative:
Device received with no down, center and back button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform the displacement and self test due to buttons not responding. Device received with cracked battery tube threads, cracked case battery tube, cracked case corner belt clip rails and missing display window cover. The p-cap locks into the reservoir compartment properly noted. (B)(4).